Manufacturer narrative:
Updated device problem code grid, evaluation method, results, component and conclusion code grids.

Event description:
It was reported to philips that tempus pro system freezes.